Event description:
It was reported that on (B)(6) 2012 the xience v stent was implanted in the predilated target lesion in the proximal to mid left anterior descending coronary artery. The physician confirmed with coronary angiography that the xience v stent was well expanded and the procedure was completed at that point. On (B)(6) 2012, the patient experienced chest pain and was found to have in-stent thrombosis in the xience v stent. The thrombus was treated with aspiration and dilatation using non-abbott devices. Intravascular ultrasound (ivus) confirmed the xience v stent was patent after the intervention. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.